Event description:
It was reported that the lead was not implanted because the helix would not extend after using multiple clip-on tools.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.